Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The healthcare professional reported, unknown-side rupture. The device has been removed and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5.

Event description:
It has been identified that this record is a duplicate of mrn 9617229-2024-09469. Please see mrn 9617229-2024-09469 for reportable events.